Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt. The physician then inflated the occlusion balloon to 5.5mm to occlude the vessel. The physician inserted the stent delivery catheter into the pt and during stent implantation the occlusion balloon deflated. The physician removed the device from the pt. The pt is reported to be fine.